Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and no output at maximum measurement. Additional information was obtained from field representative revealed the lv lead had dislodged. The patient was starting to experience some heart failure symptoms and fluid on legs thus the physician decided to do lead revision. The lv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to have a cathode coil fractured approximately 38.6 cm from the terminal pin, distal end of the suture sleeve tie-down area. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Analysis concluded no irregularities noted at tip section of lead that could be contributed to dislodgment.